Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2023-00037 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the bd® fc beads 7-color kit that there was incorrect label information. The following information was provided by the initial reporter: I am performing reference setting updates and noted the following with this lot#2339327 of 7 colour fc beads when I used the barcode sticker to add the new fc bead lot information the tube lot #s in the box did not match the lot numbers from the scanned barcode. When I went and downloaded the bead-lot file from online, it was correct. Just wanted to give you a heads up.

Event description:
It was reported that while using the bd® fc beads 7-color kit that there was incorrect label information. The following information was provided by the initial reporter: I am performing reference setting updates and noted the following with this lot#2339327 of 7 colour fc beads when I used the barcode sticker to add the new fc bead lot information the tube lot#' s in the box did not match the lot numbers from the scanned barcode. When I went and downloaded the bead-lot file from online, it was correct. Just wanted to give you a heads up.

Manufacturer narrative:
PMA/510(k)# k170974, k201814 . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.